Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Race: caucasian.

Event description:
It was reported that the intravenous immunoglobulin (ivig) was connected to the set and placed on the pump. Few minutes later, the nurse noticed a drip coming out of the pump and found a leak at the safety clamp. The event occurred at pediatric intensive care unit (picu). There was no patient harm. During a non-bd investigation, biomed tested the involved set and confirmed a leak. They also tested another set and found no leaks and no visual signs of manufacturing flaw.